Event description:
It was reported that this right ventricular lead was removed from service due to a history of noise and out of range shock impedance measurements. Inappropriate pacing also occurred due to bi-ventricular trigger due to noise. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).